Event description:
I have the textured mcghan biocell - 168 implants. I have seen two drs to have implants removed due to headaches, swelling underarms, pain in breast etc. I felt my implants were causing my chronic illness. I have been diagnosed with melanoma but was removed. I can be reached (B)(6). FDA safety report ID# (B)(4).